Event description:
Reported as pt admitted "for further hospital treatment of recurrent infections of the port chamber. A port explantation and ligature of the port was carried out... Leaving the cuff and the rest of the port hose in situ in the region of the abdomen."